Manufacturer narrative:
It was reported that the patient has recurrent articular effusions that have been repeatedly punctured. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has recurrent articular effusions that have been repeatedly punctured. A revision surgery is planned to exchange the poly inserts.

Event description:
It was originally reported that the patient has recurrent articular effusions that have been repeatedly punctured. A revision surgery occurred to exchange the poly inserts and to resurface the patella. Following revision surgery, it was reported that the patient had arthrofibrosis and patella pain.

Manufacturer narrative:
It was originally reported that the patient has recurrent articular effusions that have been repeatedly punctured. A revision surgery occurred to exchange the poly inserts and to resurface the patella. Following revision surgery, it was reported that the patient had arthrofibrosis and patella pain. Review of the device history record indicates that the device was manufactured to pecification.